Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was evaluated by zoll medical australia; the customer's report was not replicated or confirmed. The device was recertified and returned to the customer. No trend is associated with reports of this type. The mfc receptacle and mfc cable were received and evaluated at zoll medical corporation with no discrepancies found. A review of the device logs found no evidence to support the report. No trend is associated with reports of this type.